Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 35 months of service. A boston scientific crm technical services (ts) consultant discussed that the normal longevity for this device is between 2 and 4 years, depending upon programmed parameters and therapy delivery histories. The field has alleged that this device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.